Event description:
The manufacturer received information alleging a ventilator had a leak. There was no harm or injury reported. During the evaluation of the device by the manufacturer's technician, the external flow sensor was observed to be damaged. The device's external flow sensor was replaced to address the issue.